Event description:
The reporter stated her husband went to the doctor because of high glucose readings. The device result was 147mg/dl and the doctor's meter was 81mg/dl. No treatment was provided. The device was replaced and requested to be returned for evaluation.